Manufacturer narrative:
Evaluation summary. A clinical analyst reviewed the file information. A company representative went on site and reviewed the event with the surgeon. The cause of the event could not be determined. The settings were checked and were not adjusted. A company representative discussed with the surgeon to be aware of the potential for an occlusion and one must keep in mind that the sleeve around the phaco tip should not be depressed and that the size of the wound should not be too small in order to have sufficient flow to cool the tip. The surgeon stated he had no idea during which step of the surgery the wound burn had occurred. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the phaco handpiece (hp) was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual damage. A full functional testing was performed on the returned handpiece to test stroke lengths as well as flow rate to test for occlusion. The handpiece was found to meet specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient experienced a corneal and scleral burn during surgery while using a phaco handpiece. The affected eye was the left eye (os). It is unknown in which moment of the procedure the burn occurred. No occlusion bell was noted during the procedure. During the procedure the patient´s eye level was below the cassette level. The event lead to wound leakage and anterior chamber shallow/collapse. Three sutures were required to treat the event. The patient was not hospitalized as result of the event, only extra postoperative checkup and a longer recovery period were needed. No additional information is expected.